Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra2 meter was reading inaccurately. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred the same day at 11:00 am and had obtained a result of 339 mg/dl on the subject meter. The patient also mentioned feeling hungry, shaky, and "not feeling like" herself after the reported issue began. She compared the meter's result to her feelings/normal reading. The patient reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct, however, she was not cleaning the puncture area properly. The patient was walked through a control solution test and it passed within range. This complaint is reported because patient reported that she developed symptoms after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.